Event description:
The user facility reported that a pt had sustained a colon perforation during a diagnostic colonoscopy and the intended procedure was not completed. The pt was said to have underwent an exploratory laparotomy that identified a perforation in the sigmoid colon approximately 8 cm above the peritoneal reflection on the anterior aspect of the sigmoid colon, and a primary closure of the sigmoid perforation was performed. The pt was reportedly hospitalized for days and was discharged in good condition.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The eval identified a crack on the distal end cover and the unit did not pass the distal end cover insulation testing. The bending section cover glue was noted to be cracked and peeling, and the light guide lens was found cracked. There were minor scratched observed on the insertion tube, however, the evaluation did not detect any sharp edges on the device. The right/left knob was noted to be slipping and locking when manipulated due to a worn locking mechanism. Additionally, there was reduced angulation of the bending section due to stretched angulation wires. The cause of the pt's outcome cannot be conclusively determined. The device had been serviced and returned to the user facility. This report is being submitted as a medical device in an abundance of caution.